Event description:
Customer claims that the alarm will not sound when weight is removed from the sensor. Customer claims that the springs appear to be intact and no visible damage on the outside of the alarm, however, the battery door is missing. This was discovered during set up and there was no pt contact.

Manufacturer narrative:
(B)(4). Alarm, failure to. Results - eval of the returned product found that the alarm has power but when weight is released from the sensor the alarm does not sound. The fail safe does not work. The tone selector does not work. The battery door is missing. The red battery wire insulation is broken near the 9v battery snap and the wires are exposed. The wires are still attached. (B)(4).